Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, where it was reported there was a cot tip. 1 event had no patient involvement. 7 events had patient involvement - the patient experienced no consequence or impact in 5 events, 1 patient sustained a sprain which did not require medical intervention in 1 event, and a patient experienced discomfort in 1 event.